Event description:
Reportedly this valve was explanted at implant due to regurgitation. Insufficiency was verified by echo during the operation. Valve was removed and a sorin bicarbon valve was implanted.